Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent loss of image, resulting in a black screen, during a colonoscopy procedure with an olympus colonovideoscope while the patient was under sedation. The procedure was completed using a comparable device. No patient injury was reported.